Event description:
Analysis of the returned generator was completed. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Results of diagnostic testing indicated that the battery status indicated ifi=yes. Electrical test results showed that the pulse generator performed according to functional specifications.

Event description:
It was reported that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The patient¿s device showed high impedance prior to surgery. The explanting facility discarded the explanted lead; therefore, no analysis can be performed. Review of the available programming and diagnostic history showed normal diagnostic results through 09/27/2010. The explanted generator is expected for return but has not been received to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient was seen by her neurologist on (B)(6) 2014. At the time, the patient¿s seizure control had worsened which the neurologist believed was due to end of service. No diagnostic tests were performed during the office visit. During a surgical consult on (B)(6) 2014, the patient¿s device was tested and system diagnostic results revealed high impedance. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. The neurologist and neurosurgeon believe that the high impedance observation was due to scar tissue. Following generator and lead replacement surgery, the patient¿s seizure control improved back to previous levels prior to the reported event. The explanted generator has been returned to the manufacturer where analysis is currently underway. The explanted lead has not been returned to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Corrected data: additional information indicates that the date of event is (B)(6) 2014.